Event description:
A report was received indicating a monarc sling was implanted, details of the implant were not available. It was reported that on (B)(6) 2012 the sling was removed.

Manufacturer narrative:
On (B)(6) 2012 two pieces of the explanted mesh were returned for evaluation. Analysis results confirmed that each piece measured 1 cm and 2 cm in length respectively and were approximately 0.5-1.0 cm in width. Both pieces of mesh were encase in tissue. It was determine that the mesh was separated due to operating room damage. Ams was unable to determine if a device malfunction occurred and was related to the reported explant surgery. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.